Event description:
The patient was revised because the tibial tray subsided. It was noted the patient had poor bone quality.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event; however, provided information stated patient poor bone quality was the suspected root cause. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.